Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 18 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 52 cm and 54.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. These findings can be considered as the root cause of the observed reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead or modified tissue. Diagnostic images clarifying this assumption were not available. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to intermittent oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.